Event description:
During ventilation to a baby in controlled pressure mode, clinicians observed volumes of 0 for several moments. They also said that they did not verify the expansion of the baby's chest. This ventilator has already had an identical episode. (B)(4).

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.